Event description:
A customer contacted beckman coulter (bec) to report that an unicel dxh 800 coulter cellular analysis system generated erroneous differential (diff) results when compared to manual smear results (which were considered correct) for a single patient with a history of leukopenia (low white blood cell count). The same erroneous diff results were obtained for the same patient when rerun on lh750 instrument at the same account and on two lh750 instruments at a sister hospital 36 hours later. The erroneous results were reported outside of the laboratory however there was no death, injury or affect to patient treatment with regard to this event. A bone marrow procedure was ordered as a consequence of the patient's continued leukopenia. Per conversation with customer on (B)(6) 2013, the procedure was unsuccessful, as they were unable to obtain a sample. The bone marrow procedure was not related to the results obtained in this event. Bec review of the data showed erroneous high neutrophil (ne%) and low lymphocyte (ly%) results obtained on the dxh800, with no instrument generated flags on (B)(6) 2013 (documented in this report) and similar high ne% and low ly% results on (B)(6) 2013 (documented in MDR 1061932-2013-00326); however, flagging on (B)(6) 2013 could not be assessed, as no instrument printout was provided, just the lis (laboratory information system) report. High ne% and low ly% results were also obtained on the lh750 instrument at the same account (documented in MDR#1061932-2013-00400) for the rerun results on (B)(6) 2013, with no instrument generated flags, when compared to the manual (which were considered correct). The sample from (B)(6) 2013 was sent to a sister hospital 36 hours later and run on two lh750 instruments. Instrument printouts were not provided for the two lh750 instruments at the sister account.

Manufacturer narrative:
The specimen was collected in becton dickinson hemogard vacutainer, 3-4ml tube and was run shortly after collection. Qc was run one hour prior to the sample and was within specifications. The unit is currently performing within qc specifications. There was no service dispatched for this event. A clear cause for this event could not be determined but is likely sample specific.